Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of pain coverage and new onset of headache and thoracic pain following a motor vehicle accident. The pt "turned up" the device to capture pain in the left posterior neck. The therapy was then suspended. On (B)(6) 2011, after a suspension of use and reprogramming, the pt turned the device back on with a noted change in stimulation. X-rays taken showed that the left lead appeared to be "pulled down" and medial to the implant location. Also, the extension appeared to be damaged at the lead extension interface. A surgical revision procedure was performed where one lead and extension were replaced. The pt outcome was noted as an ongoing event.